Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a hole in a tube. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 195 mmol/l. The repeated results were 143 mmol/l and 142 mmol/l.

Manufacturer narrative:
The investigation found the issue was consistent with contamination of the measuring cuvettes by the sodium ions. The field service representative replaced the tube, which resolved the issue. The investigation determined the service actions resolved the issue.